Manufacturer narrative:
(B)(4).

Event description:
Procedure: robotic assisted lap sleeve gastrectomy. According to the reporter: doctor did a robotic assisted lap sleeve gastrectomy on (B)(6) female with a bmi of (B)(6) and weighted (B)(6). He used nuknit absorbable hemostatic material on the reload to act as a staple line reinforcement - as he always does. Case went well and staple lines were tested for leaks during surgery. Forty-eight hours post-op the patient experienced stomach pain and was taken back to surgery. Doctor noticed a hole in the distal staple line on the stomach. This would be the final fire of the egia60amt. Re-op and over sew of staple line 48 hours post op. The patient had to stay an extra three days.